Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an toric implantable collamer lens (ticl) into the patient's eye. The surgeon reports a residual cylinder of 2d. Attempts to obtain additional information have not been successful.